Manufacturer narrative:
The technician found the siderail latch was dirty and sticking open. He cleaned and lubricated the siderail latch assembly to repair the bed.

Event description:
Information received indicates the right head siderail will not latch.